Event description:
The patient reported that within one week of implant, the patient experienced syncope and dizziness since implant, with episodes increasing in frequency. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).